Manufacturer narrative:
(B)(4). Date sent: 04/13/2023. Additional information: DHR (device history review) completed for lot # 182a21. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the resection under general anesthesia, previous asepsia and antisepsis, we proceed to make incision by supra and infra umbilical mid laparotomy surrounding hernia defect dissection by planes until identifying limits of the defect. A herniary sac is delimited, and an opening is made with evidence of described findings. Herniary sac resection is dissected and performed; material is sent for histopathological study. A systematic review of the abdominal cavity was made with evidence of necrotic intestinal segment. Small intestine resection of approximately 15 cm of proximal ileum was performed, prior connection of meso with silk 2-0, also performed partial omentectomy of necrotic omentum segment. Surgical piece is removed, and material is sent for histopathological study. Laterolateral anastomosis was performed, initially with a 55 mm shear linear mechanical suture, however, the suture opened, and it was decided to disassemble the anastomosis. A new manual anastomosis, also laterolateral, was performed with connell mayo points with prolene 3-0 and serous reinforcement points with prolene 3-0. Anastomosis remains at 150 cm treitz angle. Meso closure is made with silk 2-0. Cavity wash with 1500 cc of saline solution and drainage of intraperitoneal collections. Compress count complete. Flat closure with vicryl 1. It closes skin with prolene 2-0 separate stitches. Procedure with no complications. The surgeon reported that the suture was well assembled, it passed as it should in the time it should, and the staples did not close. Surgery was delayed for the reload change. The procedure was successfully completed with no fragments generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot # 182a21. When the DHR is completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how long was the delay (hours/minutes only associated to the reload change)? Was there any patient consequence as a result of the procedure being prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.